Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia with a lowest recorded blood glucose of 63 mg/dl and device alerts for low glucose, and the user used oral carbohydrate (chocolate) to correct the event; no medical intervention, assistance, or hospitalization occurred. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact with self-management and return toward range. Investigation included troubleshooting and education regarding early use and potential fluctuations during the learning period. Investigation of this case revealed no confirmed device malfunction, with the event assessed as hypoglycemia of unclear cause during initial use; the infusion set in use was an inset 23", 6 mm. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.